Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, an unknown sized trifecta valve was implanted. On an unknown date, the patient was admitted to the hospital due to valve degeneration. The patient was reported to be under monitoring while being evaluated for intervention; either explant or valve-in-valve procedure are being consider. The patient status was reported as unknown. Additional information has been requested and is pending.

Manufacturer narrative:
Additional information sections: h2, h6, h10. The reported event of valve degeneration could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.